Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise, which led to inappropriate mode switches. No intervention or patient symptoms were reported.